Event description:
A female pt in canada reported that she was hospitalized after experiencing ocular pain, edema, blurred vision, corneal ulcer and ultimately an ocular scar following the use of oxisept 1 disinfecting solution. Commencing on 10/6/1998 the pt allegedly experienced ocular irritation, developed a corneal ulcer and was hospitalized for 3 days. She was released, but seen on a out-patient basis for five days with no improvement. She was then re-hospitalized for 13 days with noted improvement in her vision. The pt is left with a corneal scar od and can not wear contact lenses. Corrective treatment: hospitalization for 3 days, 5 days out-patient clinic, second hospitalization for 13 days.